Event description:
Related manufacturer report number: 1627487-2023-01099. It was reported that the patient's lead is showing high impedances and the patient pain at the ipg site. Surgical intervention is pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the patient's ipg was relocated on (B)(6) 2023 and the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.